Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure using an dynamic xt catheter that the shaft of the catheter was broken. The catheter was exchanged. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.